Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. A fluoroscopy was performed prior to procedure and it was noted that the right ventricular (rv) lead was partially externalized above rv coil. The other measurements were stable. The physician proceeded the case and the same lead was reused. The patient was stable before, during and post procedure and was discharged.